Manufacturer narrative:
The company representative examined the system and handpiece, and could not duplicate the customer reported event. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one additional similar report for this system. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported experiencing no ultrasound power during a cataract extraction procedure. Additional information provided indicated the issue persisted after changing the handpiece. An alternate console was used to complete the case without harm or injury to the patient.